Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime test, low battery alarm and external flash crc error alarm due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external flash crc error. Customer's blood glucose at time of incident was 104 mg/dl. The customer was explained the alarm and possible causes. Customer stated that the alarm did not occur during the rewind/prime sequence. The customer was advised that we are replacing the pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown.